Manufacturer narrative:
The investigation for the reported atrial arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the atrial arrhythmia could not be determined.

Event description:
Abiomed complaints team was forwarded a publication entitled "preemptive impella 5.5 insertion to reduce operative risk in high-risk cardiac surgery: a case report" in which the impella 5.5 patient had atrial fibrillation on day 5 post op (on impella support) treated by amiodarone with successful conversion to normal sinus rhythm. The impella was explanted on day 7 post op and no other information provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Literature citation: echieh, c. P., ryan, a., cherian, a., rohilla, y., wang, k., & kazui, t. (2024). Preemptive impella 5.5 insertion to reduce operative risk in high-risk cardiac surgery: a case report. International journal of surgery case reports, 121, 109947. Https://doi.org/10.1016/j.ijscr.2024.109947.